Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 5 pumps were returned and investigated. There were 5 instances of keypad/tactile w/moisture issues found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 33 allegations of a malfunction, 23 pumps were returned to animas and investigated. Of the investigated pumps, 20 were found to be malfunctioning due to moisture in the pump. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 33 malfunction events. A review of the events indicated that the one touch ping model pump experienced tactile changes to the keypad buttons with moisture present. These reports were received from various sources. The patients associated with this allegation ranged from 7-65 years of age and between 23 and 275 pounds. Of the reported patients, 13 were male and 20 were female.

Manufacturer narrative:
Follow up #2 07/28/2017 device evaluation: in q2 2017, there were 1 instances of keypad/tactile w/moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.